Event description:
My daughter came home from school on (B)(6) 2020 with a slight headache, congestion and runny nose. Due to the uptick in covid cases, we wanted to do our due diligence and not be part of the problem, so we brought our daughter to her pediatrician the following day. They did both a rapid and pcr test and sent my daughter on her way. That afternoon we received a phone call that the rapid was positive. I found it very hard to believe as no one in our home was sick and as far as I knew she wasn't around anyone sick. We dealt with it appropriately and notified the school. The rest of us all got a pcr test during the week to make sure we didn't have it. The results were negative. My daughter's pcr results came back on (B)(6) 2020 and she too was negative. It was such a huge relief and exactly the result we were expecting and hoping for it is common knowledge that the rapid tests not only throw false negatives, but they also throw false positives and the pcr is much more accurate. I thought that with this new information that my children would be able to return to school earlier since a quarantine would no longer be needed. According to the school nurse, (B)(6) said the original return to school dates still applied. Therefore, my daughter cannot return until (B)(6) 2020 and my son (who also developed the same cold as my daughter and was negative via a pcr test) cannot return to school until (B)(6) 2020. I contacted (B)(6) to try to understand the reasoning and the response from the nurse there was "a positive is a positive". So, let me get this straight, a positive rapid result is accepted even if it's a false positive over the more accurate pcr test? "A positive is a positive". Never has it been more clear to me than at that moment that all that is cared about are the numbers. The positive numbers that is. A rapid test will only be accepted if it's positive, but not if it's negative and even though the pcr test should outweigh the rapid it doesn't? Here lies the bigger problem. Unless I am unaware of an actual positive case in my daughter's class, her false positive has created a quarantine of approximately 30 students and 5 teachers. These people are all under the assumption that they were exposed to covid-19 and need to quarantine. This is not right. As a parent, I would want to know the truth. As I told (B)(6), I am spreading the word of what happened to us and to skip the rapid even if you have the option to do it. I wish we never did the rapid for my daughter because we would never be in this predicament. The health department rules that are in place need to be re-visited and at times, may need to be unique to the situation. My son (who lives in the same house as my daughter, myself and my husband, and who developed the same cold as my daughter and tested negative for covid via a pcr test) has to quarantine for a total of 24 days from school for the common cold? I am in awe. I am all for keeping people safe and trying to do all we can as a community to curtail covid, but what happened to us should never have happened. Since this past (B)(6), I have been advocating to anyone I know through any means I can, including social media, the importance of only obtaining the more accurate molecular pcr test should they need to test for covid. People need to be aware of the inaccuracies of the rapid tests, not only of the possibility of false negatives, but also as important, the false positives. I am forever grateful for the town I live in, (B)(6), for their commitment to getting and keeping the children in school in a safe manner. My children couldn't wait to get back to school this (B)(6) and they are so much happier and interested in school this year. Although I am only one voice, this is my plea to you - please advocate for the use of pcr covid tests only. These tests are readily available through many doctor's offices and drive throughs. The doctor's office would have these specifics. Pediatric medicine of (B)(6). FDA safety report ID # (B)(4).